Manufacturer narrative:
Received five of 139104ext in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were obvious signs of a breach on four of the devices. Performed a functional inspection, and the other device was dye leak tested which indicated that the package had an insufficient heat seal as there was a leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of seven (7) devices for this lot number. (B)(4). During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139104ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.